Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on suction tube in control section, foreign objects come out of distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on suction tube in control section, foreign objects come out of distal end, but the foreign objects could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the duodenovideoscope had a foreign material clogged in the biopsy channel, suspected stent. This occurred during a therapeutic endoscopic retrograde cholangiopancreatography. The procedure was completed with the same device. There were no reports of patient harm.